Event description:
Additional information received reported that the patient did not end up having meningitis ¿but her symptoms were not well explained or diagnosed¿ at the time of discharge. ¿the csf leak was.¿

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
It was reported that a patient whose pump was implanted (B)(6) 2014 and the pump implant procedure left the patient with a spinal fluid leak. The healthcare professional (hcp) attempted a blood patch but it was not successful in resolving the issue. The patient developed meningitis and the pump was removed on (B)(6) 2014. The patient was in the intensive care unit (ICU) for nine days and was treated with antibiotics. The spinal fluid leak resolved itself around (B)(6) 2014 [reported incorrectly as ¿(B)(6) 2015¿]. Both medical issues were currently resolved. The pump was used to infuse fentanyl. Follow up was being conducted to obtain additional information but it was not available at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4)